Event description:
It is reported that a patient presented in clinic after receiving a patient notifier for non-sustained lead noise due to myopotential oversensing. Noise was not reproducible with isometrics or manipulation, but slightly visible during deep breathing. Programming changes were recommended. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.